Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft placement of the subclavian artery through the left brachial artery, resistance was allegedly felt when pulling back the catheter to deploy the stent graft. The stent graft was unable to be deployed and the outer catheter allegedly broke. The procedure was completed with a bare metal stent. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: based on the evaluation of the returned sample, the reported impossibility to deploy the stent graft was confirmed. The stent graft was found partially deployed and the outer sheath of the delivery system was found elongated and fractured, which indicated that increased friction was encountered during deployment attempt leading to increased release force. No indication could be found for a manufacturing related issue. A definite root cause for the reported event could not be determined. The reported application presents an off label use of the device. Labeling review: in reviewing the applicable labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.', and 'use an introducer sheath for the implant procedure.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore the fluency plus vascular stent graft is intended for use in the iliac and femoral arteries.

Event description:
It was reported that during a stent graft placement of the subclavian artery through the left brachial artery, resistance was allegedly felt when pulling back the catheter to deploy the stent graft. The stent graft was unable to be deployed and the outer catheter allegedly broke. The procedure was completed with a bare metal stent. There was no reported patient injury.